Event description:
The customer reported a safety clamp error. No patient involvement is noted.

Manufacturer narrative:
This file has been reassessed and is now reportable. Correction to g4, h10.

Event description:
The customer reported a safety clamp error. No patient involvement is noted.

Manufacturer narrative:
This file has been reassessed and is no longer reportable.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a safety clamp error. No patient involvement is noted.